Event description:
It was reported the device and right ventricular (rv) lead were removed secondary to a possible infection and pocket pain. It was also questioned if the device had shifted to the axilla. The rv lead had diminishing r-waves and increased thresholds. It was noted that there was no evidence of infection, pending cultures. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found. (B)(4) - the full lead was returned in segments, analyzed and the connector had confirmed intermittency between pin and cap. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the helix was distorted/bent and there was blood in/on the helix mechanism.